Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in southend for evaluation. Olympus repair center inspected the device and confirmed the following: it was confirmed that the instrument channel port was loose. It could be twisted in both directions. Liquid may get inside because the instrument channel port was not in a fixed position and pressure in this area could escape. It was confirmed that the looseness of the instrument channel port, which was a failure reported by the user, caused the channel port to rotate with minimal pressure. Based upon the past similar cases, the reported event is usually caused by the user's excessive force in removing the accessory. Therefore, the reported event may have been caused by user's handling. This device was last received by olympus service on june 27, 2018 to repair a small crack in the light guide lens. The device has undergone a major repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the instrument channel port was loose and the connector felt loose. The user completed the procedure with the same set of device. The device was inspected before use and no anomalies were found. The endoscopy leader at the user facility reported that there were no problems or concerns with the intended procedure, and the loosening of the instrument channel port caused a minor leakage, but no clinical impact or patient injury occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the device evaluation result provided by the olympus repair center, olympus medical systems corp. (Omsc) confirmed the following. The instrument channel port was loosened and rotated. There was a hole in the adhesive part around the light guide lens. The device failed the electrical safety test. The leak test could not be performed because the instrument channel port was loose. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported phenomenon may have been caused by excessive force or rotational stress applied to the instrument channel port and its peripheral components when used in combination with the forceps/irrigation plug maj-891. The reported phenomenon may have been preventable because the instruction manual for the forceps/irrigation plug maj-891 provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.